Event description:
As reported by the end user in (B)(6), during preparation for a cag procedure, the physician noticed that there was foreign material inside the line of a fluid delivery set. The physician replaced the fds with another new of the same device and continued with the preparation. The procedure was completed without further complications. As this occurred during the unpacking of the device, there was no contact with the pt and hence no harm to the pt.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B)(4).